Manufacturer narrative:
(B)(4). Internal file number -(B)(4): the operator was not trained in the use of the proglide device. Per the instructions for use- caution: federal law restricts this device to sale by or on the order of a physician who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.